Event description:
On octoboer 19, 2006, baxter was notified that a patient experienced high ultrafiltration during hemodialysis treatment on a system 1000 instrument. One hour into dialysis, the patient suffered hypovolemic/hypotensive incident and required an infusion of saline and plasma protein. It was observed that the filtration rate was higher than initially set. The machine was tested, by hospital engineers, and no fault was found. The machine has been returned to service without further problems. The facility reported that a mobile phone was seen being used immediately adjacent to the instrument. There is no further information available at this time. If additional information becomes available, a follow-up report will be sent.